Event description:
As reported by company representative, a female presented with a swollen left leg into the hospital. Ultrasound examination confirmed thrombus in the left iliac and femoral veins. During the endovascular procedure to remove the thrombus, the patient developed hypotension with subsequent bradycardia. Emergency measures were employed to hemodynamically stabilize the patient, including CPR. However, the patient died. The bacchus vascular product functioned as intended and without malfunction.